Event description:
It was noted after the procedure, the megadyne pad was "hot" to touch, the operating room table pad was also noted to be hot. The patient's skin was checked and did not have any visible redness, blisters or any other concern noted. This is the second time we had a concern issue with the medadyne pad. I'm hold the pad if needed.